Event description:
It was reported the pt underwent centrax bipolar shell replacement in 2000. In 2005 the surgeon found the head to be dislocated from the centrax bipolar shell. The surgeon performed revision surgery on oct 10th 2005, and found that the locking ring of the centrax bipolar shell was detached. The surgeon revised the centrax bipolar shell and head.